Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on 12/29/2016, that on (B)(6) 2016, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on the abdomen, on (B)(6) 2016. It was reported that the dexcom system was not calibrated at least every 12 hours. No additional event or patient information is available. The receiver data log was reviewed on 01/16/2017. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined. Labeling indicates: calibrating less often than every 12 hours might cause sensor glucose readings to be inaccurate, resulting in you missing a severe low or high glucose event.